Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately six months post filter deployment, the patient presented for filter removal with known filter tilt. Attempts using a glidewire, snare and retrieval cone were unsuccessful. A month later, despite multiple attempts using a loop snare, bard retrieval cone, agilis catheter, and venture wire, filter retrieval was unsuccessful. Several prongs prolapsed with partial success at restoring them with a coda balloon. It was confirmed that the filter was tilted and wedged in the ivc. Approximately one year post filter deployment, venogram demonstrated the head of the filter and upper portions of the struts appeared to have completely penetrated the wall and the filter was in a nearly perpendicular fashion. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc wall, and difficulties removing the filter. Per the provided medical records, the filter was significantly tilted. This likely resulted in difficulties retrieving the filter. Additionally, attempts to retrieve the filter could have contributed to positioning issues resulting in further filter tilt and perforation of the ivc. However, based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, g3, (reports source) d4 (expiry date: 03/2013) g4, h4 (manufacturing date: 03/2010). H11: b3, d1, d4, (product catalog no., corporate lot no.) H6, (patient code), h6 (device code), h6 (method), h6 (result), h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post filter deployment, the patient underwent an unsuccessful filter retrieval procedure and the filter was noted to be tilted. Approximately six months post filter deployment, the patient underwent another unsuccessful filter retrieval procedure. Approximately ten months post filter deployment, the patient underwent a third unsuccessful filter retrieval. The filter apex and limbs perforated the vena cava wall. There was no reported patient injury. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc and the device was unable to be retrieved. The device has not been removed after three attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post filter deployment, the patient underwent an unsuccessful filter retrieval procedure and the filter was noted to be tilted. Approximately six months post filter deployment, the patient underwent another unsuccessful filter retrieval procedure. Approximately ten months post filter deployment, the patient underwent a third unsuccessful filter retrieval. The filter apex and limbs perforated the vena cava wall. There was no reported patient injury.